Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has battery slot issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) had looked at this unit and confirmed that pump shuts down when battery is wiggled in slot 2. All other batteries work fine in slot 2. Replaced battery(d146-00-0097). Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. There was no patient involvement.

Event description:
N/a.